Event description:
It has been reported to philips that the allura system would not start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed not booting up properly. Fse suspected the host pc and hard disk connection issue. So fse removed and cleaned the host pc and reseated the host pc hdd. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.